Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had disconnected and was in critical override mode. A technical support specialist restarted the datasync service but made no change. The issue was ultimately rectified through dns modifications made by the site information technology team. The contact information was kept blank due to no information was provided by the tsc. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system had disconnected and was in critical override mode. A technical support specialist verified that this was an ongoing network-related issue, necessitating the use of overrides for accessing medications for new orders. This incident caused only minor delays and did not hinder access. There were no adverse events or injuries reported based on this event.